Event description:
During routine maintenance the cs300 intra-aortic balloon pump (iabp) lcd was showing defects. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address, event site city, event site state, event site postal code, event site telephone), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 . The getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) and replaced the display w/ rtv bead sea to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.